Event description:
It was reported that during a laparoscopic colon procedure, the ratchet button was squeezed and the handles fell apart. No pt consequence.

Manufacturer narrative:
Add'l lot # v9zz3h.